Event description:
On (B)(6) 2021, the child underwent correction of abnormal origin of coronary artery. The nurse reported that when the defibrillator was used to defibrillate the child during the operation, the energy was weak. After urgently replacing it with another defibrillator, it returned to normal. Disabled the faulty defibrillator and took it away for testing. This event increased surgical risk. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).